Manufacturer narrative:
H3: the device was discarded by the facility. H6: a review of the mfg paperwork is being conducted.

Event description:
On june 20, 2006, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted in an attempt to repair an infrarenal abdominal aortic aneurysm. The device was not implanted in the intended position due to a highly angulated proximal implantation site. The pt was converted to open surgical repair. The pt tolerated the procedure. The physician does not believe that the event was device related.